Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received vibrate anomaly. The customer's blood glucose level was 67 mg/dl. The customer reported that the insulin pump is currently beeping. The customer declined troubleshooting for low blood glucose. Insulin pump will not be return for analysis.